Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 588 mg/dl, 508 mg/dl, 408 mg/dl and over 400 mg/dl reaching 600 mg/dl at the time of incident and the current blood glucose level was 348 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.